Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed obtaining a blood glucose result of ¿190 mg/dl¿ with the subject meter but was unable to provide any results obtained on the laboratory device. The tests were performed within 10 minutes of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.